Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, the surgeon was able to press the green button and squeeze the handle but the stapler was unable to fire while being applied on resection of stomach. A new device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.